Manufacturer narrative:
Omit a1407 - insufficient flow or under infusion (2182) manufacturer narrative: the root cause for the reported issue of an syringe pump would not deliver the medication was not determined.  The reported issue that there was an syringe pump would not deliver the medication could not be confirmed.  No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the syringe pump tubing did not infuse the medication while using the alaris syringe pump. The nurse was able to manually push the medication through the syringe pump tubing but the pump would not deliver the medication. The clinician is unsure if this was a tubing issue or a pump issue. Patient involvement is not confirmed.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the syringe pump tubing did not infuse the medication while using the alaris syringe pump. The nurse was able to manually push the medication through the syringe pump tubing but the pump would not deliver the medication. The clinician is unsure if this was a tubing issue or a pump issue. Patient involvement is not confirmed.